Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5076 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high rate non-sustained episodes and elevated sensing integrity counter (sic). As well, the lead had ventricular oversensing, noise and fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.